Manufacturer narrative:
The phaco handpiece was manufactured on september 11, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this phaco handpiece. The root cause of the reported event cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchasing agent reported that the handpiece had no power when it was connected to the unit. There was no patient involvement.